Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels reported. The customer reported scratches on the insulin pump. The customer also reported that the insulin pump had a worn display. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on liquid crystal display window, cracked case at liquid crystal display window corners noted, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.